Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped. The patient underwent a revision procedure wherein the ipg was repocketed and remained implanted in the patient.